Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it kinked, and a leak was observed within the exposed portion of the soft cannula. The cause for the damage to the soft cannula was due to the formed needle not fully retracting and therefore remained within the exposed portion of the soft cannula. The formed needle did not fully retract due to a misalignment between the linkage assembly and the top housing. The linkage assembly was noted to have not fully retracted, and after removing the outer housing, score marks were noted on the top housing, indicating increased friction between the two components.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (hip), the pod's cannula was found bent. As treatment, patient said it was a combination of increasing his temp basal, taking bigger than usual bolus', and eventually replacing the pod,.